Manufacturer narrative:
The MFR contacted the facility for additional information on this event, however, attempts have been unsuccessful. Since co has been unable to obtain any additional information on this incident, investigation of this event was limited to a review of the device history record and a trend analysis. A review of the device history record was performed and did not identify any mfg variances in relation to this event. A trend analysis was also performed on similar incidents involving this catalog and lot number and has not identified any trends. Strato/infusaid's investigation of this event is inconclusive. Based on the info available no conclusion can be drawn as to the cause of this event. The customer will be notified of co's MFR investigation of this event. No further information is available. The MFR is now closing the file on this event.

Event description:
On 9/18/96, the facility nurse contacted a MFR nurse and requested to know if latex is present in any component of the device the device has been implanted for approx 4 years in a pt with cystic fibrosis. There have been no problems until 3 months ago at which time, the pt began to experience "anaphylactic shock" every time the device was accessed for use. The pt reacted even when the injectate was perservative free saline. Subsequent testing has demonstrated the pt to have an allery to latex. The MFR nurse informed the facility nurse that there is no latex present in any component. Of the device and also informed the facility nurse of the materials of construction. The MFR nurse requested to know the pt and physician info: however the facility nurse was unable to provide more info. However, would speak with physician.